Event description:
This is a (B)(6) female patient, initials (B)(6), who experienced peritonitis on (B)(6) 2010. Culture results were positive for e, coli, (B)(6) and (B)(6) coincident with dianeal pd4 therapy. It is unknown how long the patient had been receiving intraperitoneal (ip) therapy. On (B)(6) 2010 the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient expired while in the hospital. The cause of death wa not reported. It is unknown if an autopsy was performed. Dianeal therapy was ongoing at the time of death. It is unknown if the peritonitis resolved prior to the patient's death. Additional information received on (B)(6) 2010 indicates the peritonitis was considered the fatal event. The reporter indicates it was unlikely that the fatal peritonitis was related to the dianeal therapy and more likely to be related to a break in aseptic technique or touch contamination rather than to dianeal therapy.

Manufacturer narrative:
Product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. (B)(4).

Event description:
A customer reported they observed a fracture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action (B)(4) was reported to the (B)(4) district office on 14 apr 2009. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).